Manufacturer narrative:
On 20 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 23 nov 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 24 september 2015: lot 140179: (B)(4) items manufactured and released on 21 may 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported case. On 05 september 2015 the medical affairs director made the following analysis of the case: this is a complex case. The hotspot shown on the tibia must have some explanation but I am unable to offer any. Reportedly, the tibia was loose and no cement adhesion to the component was found. I cannot make a viable hypothesis as to the root cause of this failure.

Event description:
The patient was complaining of pain. The surgeon took a bone scan that showed a hotspot on the tibia. The surgeon decided to do a revision on the patient. Intraoperatively the surgeon noticed that the cement adhering the baseplate was not good and the tibial component was loose. The surgeon revised the baseplate with a revision baseplate using a sphere poly. A poly liner was ruined during surgery requiring a replacement poly. The implants will not be returned.